Manufacturer narrative:
During testing at the service center, the regulator closer and opener were found to be out of position and required calibration. When the device door is closed, the regulator opener opens the cassette flow regulator. When the device cassette door is opened, the regulator closer closes the cassette flow regulatory. This opening and closing action of the cassette flow regulator prevents free flow from occurring. If the regulator closer is not snapped into position on its mating post on the mechanism chassis, the cassette flow regulator will not be closed when the device door is opened. The probable cause of the regulator closer and opener being out of place is due to the clip missing on the driver board due to customer abuse. The customer reported "valve/cassette test fail" was seen in the device history but not duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact with a report of "valve/cass test fail". No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the regulator closer and opener were found to be out of position.